Manufacturer narrative:
Zoll has received the autopulse lifeband in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient use, the customer pressed the start button on autopulse platform (B)(4).; however, the unit froze and was displaying an error message "analyzing patient size". The platform also did not adjust the lifeband. The crew then reverted to manual CPR. No adverse consequences were reported. This is report for lifeband . For autopulse platform (B)(4) issue see MFR 3010617000-2018-00118.

Manufacturer narrative:
The report autopulse platform displayed an error message "analyzing patient size" and did not adjust the lifeband was not confirmed based on the functional testing of returned lifeband. Visual inspection was performed and noted no damage upon receipt. In addition, unrelated to the reported issue, one of the hinged belt guards found to be slightly loose and does not produce a clicking sound. However, this observed issue does not affect the functionality of the lifeband. Functional testing was performed and the lifeband was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good test platform for 30 minutes and it function as intended.